Event description:
Reporter stated that caller from facility reported that the volume and specific gravity displays on station 2 were not displaying properly, showing only "a's" "8's". Caller said all other displays were performing correctly. She had already tried rubbing her thumb across the display without its helping. The unit will be returned for evaluation. The facility continued to use the unit except for station 2. No patient involvement.